Event description:
Same case as 2134265-2013-00042. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. The lesion was severely calcified. While platform testing the 1.5mm rotalink plus ablation catheter outside the body, the 325cm rotawire floppy guide wire was fractured. After replacing the rotawire guide wire for another of the same kind, the procedure was completed with the same rotalink plus catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).